Event description:
It was reported to covidien on 05/04/2009 that a customer had an issue with a dialysis catheter. Customer states there was a pin hole at the point of connection between the adaptors and the main body of the catheter. The catheter was replaced. Pt had air embolism as a result of the hole. Pt did not face add'l problems.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.